Event description:
Pt in bed with bed alarm activated. Pt found on floor. Alarm had not sounded. Hip fractured. Pt later died. A (B)(6) y/o man was placed in bed with bed alarm activated. Pt found down on floor next to bed by passing staff member. Bed alarm had not sounded. Pt was lifted back into bed, and alarm was reset. X-ray of pt's hip taken in bed. Rn noticed that alarm was not activated; and re-set the alarm. Rn checked back in a few mins, and noticed that the alarm was again not activated. Rn reactivated alarm; but only a few moments later, the alarm was identified by a nurse's aid as being off again. The bed was then immediately taken out of service, and impounded. (B)(4) examined the alarm and hill-rom was notified of this event. This pt died in hospice care 2 days after the fall.